Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 299 mg/dl. This morning it was dropped to 64 mg/dl. 2 hours after lunch the blood glucose was 494 mg/dl. Troubleshoot was done for infusion set leaks. The product was not returned for analysis.